Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose was 54 mg/dl at the time of incident. The customer was unable to enter auto basal. The auto mode feature was active. Customer dad says they will try to calibrate sometimes and it will say calibration error. The customer was treated with the glucose. The device will be returned for analysis.